Event description:
Tethered cord release. Patient did well for some time, but developed a delayed pseudomeningocele for which we performed a ventriculoperitoneal (vp) shunt exploration which was found to be functional, as well as a lumbar wound exploration, and cerebrospinal fluid (csf) leak repair with revision duraplasty due to a concern for an issue with the dural substitute patch which was confirmed on [date redacted] with a complex plastic surgery closure. Patient did extremely well from this operation, and has been at home. Visiting me today was her first time leaving her house since surgery. Overall she is doing quite well. Preoperatively, she was experiencing significant headaches which have since completely resolved. Patient was also experiencing significant back pain with tenderness to touch of her back due to a large pseudomeningocele that was present but contained within the skin. This is also improved significantly since surgery, and she is essentially pain-free. She does not have any radicular pain, and is overall doing well. She will be following up with plastic surgery as well. All of her drains have been removed and the wound vac was also.